Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 37 after insertion.the RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor.his may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the dms data showed 2 consecutive dropout phases, due to significant mismatches between sensor glucose and blood glucose mismatches, within 14 days of each other ((B)(4) 2024) after day 37 post-insertion, triggering the sensor replacement alert. Raw data showed decreased signal modulation from around (B)(6) onwards, and this most likely contributed to the sensor inaccuracy/ dropout phases. The potential root cause for such failure mode may be related to some transient optical instability due to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 26 march 2025. D9 device available for evaluation? Yes, on 30 january 2025. G3. Date received by the manufacturer? 26 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On december 27, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.